Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was failing the pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 during routine check it was reported the cardiosave intraaortic balloon pump (iabp) was failing the pneumatic module leak test. There was no patient involvement. A getinge field service engineer (fse) re-loaded software, and that fixed the problem. The unit was returned to clinical service and cleared for customer use.

Event description:
N/a.